Manufacturer narrative:
Device will be evaluated upon return.

Event description:
Battery warped/ damaged. Per our customer report "I just called the customer and asked what they were doing when this occurred. He stated they just got back from a call. He went in to do his report. When he got done, he went to the unit to start his equipment check. When he opened the door to get in, all he could smell was the sulfur smell of burning battery. They checked around and narrowed down where it was coming from and they found the battery that way. They did not use the suction unit on the call."

Manufacturer narrative:
Battery manufacturer provided the following: "this is not an exploded battery. There appears to be no disruption to the case integrity from photos shown. It is swollen, this is known as thermal run away. Typically this swelling occurs when charging a battery that has been over discharged and/ or past end of life. It can also occur if charging is dont above the rated charging temperature". Device was returned and new battery was placed in unit. Battery was charged for >5 days and original occurrence described by customer could not be duplicated. (B)(4).

Event description:
Battery manufacturer provided the following: "this is not an exploded battery. There appears to be no disruption to the case integrity from photos shown. It is swollen, this is known as thermal run away. Typically this swelling occurs when charging a battery that has been over discharged and/ or past end of life. It can also occur if charging is dont above the rated charging temperature". Device was returned and new battery was placed in unit. Battery was charged for >5 days and original occurrence described by customer could not be duplicated.